Manufacturer narrative:
Additional information the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. No sample was returned to the manufacturing site, but a picture was provided. The reported condition cannot be confirmed by examining the picture. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received at a later date, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding sets were leaking at the spike where it is inserted into the formula. There was no patient injury.